Event description:
It was reported that during an unknown procedure, the clips would not advance. One clip was released and then the insturment got blocked. After several attempts, a second clip was released and the instrument definitively blocked. Another instrument was used to complete the procedure.

Manufacturer narrative:
Evaluaton summary: the analysis results found that the instrument was returned nonfunctional. The instrtument was cycled and would not feed the clips. The instrument was disassembled and the feeder shoe was not engaging in the orifices of the feed plate, therefore preventing the instrument from feeding. A batch record review was performed and no anomalies were found during the manufacturing process.